Event description:
As reported in medwatch # (B)(4), during a thrombectomy, a small tear occurred in the patient's av graft and the fogarty balloon slipped through the tear into the soft tissue. On removal, the deflated balloon ruptured and a small piece of the balloon material remained in the soft tissues. Retrieval was not done; it was felt that the piece of balloon was very small and it would be more detrimental to try and retrieve the fragment than to leave it. There were multiple passes and the last pass felt normal; however, when looking at the fluoroscopy they could see that the balloon had gone through the graft into the soft tissue. A new catheter was not used, the clinician was done at this point. There were no lasting complications; the patient was discharged approximately a week later.

Manufacturer narrative:
Customer indicated that the device was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore a device history record review could not be completed. (B)(4).